Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to be broken proximal to the fiber/cap fusion zone and abrasions were noted on the distal end of the outer flow tube. The fiber's metal and glass cap was found to be detached and not returned with the device. There was no indication or report of any part of the device remaining inside the patient. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached at 45,875 joules of use. The fiber was replaced and the procedure was completed using a second fiber. No further information was reported. There was no report of patient injury.